Manufacturer narrative:
Information regarding the potential for serious injury was received by the manufacturer on 09/02/2015, after the initial report. Otherwise some lumps in the underarm that resolve are a moderately common side effect from the procedure and are not considered a serious injury. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient contacted clinic 4 months after her second miradry treatment complaining of tender, palpable, visible masses under each armpit. Has been given steroid injections to try and reduce. Still being investigated and treated.